Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device but was unable to duplicate the reported issue. There was no patient ECG record in the device memory from the reported event. Proper device operation was observed through functional and performance testing. The cause of the reported issue was not determined. The customer is using disposable defibrillation electrodes manufactured by heartsync®. The defibrillation electrodes used during the reported event were not made available for evaluation.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a (B)(6) year old male patient that was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Paramedics disconnected the electrodes from the device and connected them to their backup device. The backup device was able to deliver defibrillation therapy to the patient. The paramedics reported that the defibrillation electrodes were not well attached to the patient as they saw electrical arcing when the defibrillator shock was administered. Another set of defibrillation electrodes were applied to the patient and treatment was continued. The patient did not survive the event.